Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement triggered falsely. False elective replacement indicator (eri) triggered on (B)(6) 2016 due to measurement system lock-up. Reset of the device by programmer with updated software cleared the false eri and lock-up condition.

Event description:
It was reported that the patient presented to the emergency room with symptoms of chest pressure and fatigue. The implantable pulse generator (ipg) experienced a power on reset (por), and had reverted to recommended replacement time (rrt) prematurely, during a battery voltage test. Reprogramming was performed, and the original settings were restored. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.